Event description:
In 2006, relative was visiting her mother who was hospitalized. Mother was in hospital bed and was monitored using posey 8281 sitter ii alarm and posey 8290a over-the-mattress sensor. Relative claims she tripped and fell when she caught her foot in the wire coming from the posey sensor pad that connects to the posey alarm. Relavtive sustained a fractured femur and recurrence of prior back problems. The wire is a standard telephone-type line. Posey alarm was hanging from a drawer of a nightstand, facing outward. The nightstand was close to the bed and the bed alarm was at the closest point. The wires were "put through the bed posts, behind one of the bed rails and looped down to the floor." The devices involved were not preserved, and were not considered defective.